Manufacturer narrative:
Analysis confirmed the reported event. The output connectors were broken. The upper case around the menu encoder and hanger assembly were also found to be broken two knobs damaged on top. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular connection. The epg was returned for service. There was no patient involvement.